Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had no act button response due to corroded keypad traces. The displacement test could not be performed due to the unresponsive keypad. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 251 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.